Event description:
The customer reported that the xhibit central station (xcs) had a noisy fan while running and had powered down on its own twice. Tech support advised the customer clean out the interior of the unit to prevent overheating and provided the heatsink fan assembly part number for the customer to replace. In a follow up call, the customer stated that they replaced the power supply and no further issues were observed with the xcs.